Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, post paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, the session records were analyzed, and the pptwos was suspected to be due to fusional beats. Reprogramming of the device is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.